Event description:
It was reported that an ilet user experienced a dexcom g7 pairing failure after a prior g7 sensor failure, and the new sensor would not connect to the ilet until the agent guided the user through toggling the g7/g6 setting, performing a magnet-based wake procedure, and re-pairing, after which the sensor entered warmup and communication was restored. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no impact to therapy. Investigation included end-user troubleshooting and education to re-establish cgm-ace communication and initiate sensor warmup. Investigation of this case revealed a transient communication or pairing issue between the cgm and the ilet that resolved with reconfiguration and re-pairing, with no evidence of ilet hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface or transient connectivity behavior consistent with known cgm pairing variability.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.